Event description:
A report was received that the pt underwent a pocket revision due to discomfort. The pt's ipg was implanted too low, and it was moved to the pt's abdomen. The pt is reportedly doing well following the revision surgery.

Manufacturer narrative:
This is the final report.